Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Customer cleared the alarm to address the issue. Customer's continuous glucose monitor read "high", however, a specific bg value was not provided. A correction bolus via the pump was delivered to address bg. Tandem technical support educated the customer on the auto-off safety feature.

Manufacturer narrative:
Device not returned.